Event description:
Kangaroo pump ran faster than programmed. Rn set kangaroo pump to be set over 1 hour. The pump ended up running over 45 minutes. Rn checked to make sure settings were correct & they were. Patient tolerated the feed okay. Sent to biomed for device investigation. Pump needs to be fixed by engineering. There was no harm in this event. This is not a recurring issue.

Event description:
Kangaroo pump ran faster than programmed. Rn set kangaroo pump to be set over 1 hour. The pump ended up running over 45 minutes. Rn checked to make sure settings were correct & they were. Patient tolerated the feed okay. Sent to biomed for device investigation. Pump needs to be fixed by engineering. There was no harm in this event. This is not a recurring issue.